Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2023. During the preparation, the brush broke and became stuck inside the scope. Another hedgehog double-end brush was used to remove the brush and the cleaning was completed. There was no patient involvement with this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of the brush end was stuck in the scope. Tip broke off in the scope.